Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on 29jun2018. Multiple requests for additional information regarding this event were submitted to the account; however, no additional information was available. No product is available for investigation. The relevant sections of the device history records for vad-59821 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2011 under order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018. No further information was provided.